Manufacturer narrative:
Date rec'd by MFR: 06aug2019. The customer's biomed confirmed the 35v failure. The customer's biomed replaced the power management (pm) pcba which resolved the problem. All the numbers looked good in the diagnostics screen, and the blower worked well. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18jul2019.

Event description:
The customer reported a 35 volt failure alarm. There was no patient involvement.